Event description:
It was reported that the patient presented in the hospital for receiving multiple shocks due to oversensing. Upon interrogation, a lead dislodgement was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.